Event description:
It was reported that during a gastroplasty when performing the last staple it did not fire, we took another load from the same batch and it also did not fire. When checking the ats we noticed that its blade did not return and needed to be replaced. The procedure was followed after replacing the ats, without any complications.

Manufacturer narrative:
(B)(4). Date sent 2/19/2025. D4 batch # 744c14. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the knife advanced into the jaws, the firing mechanism damaged and with two tr45w (b and c) reloads present. The reload (b) was received partially fired 1/10 and with the reload lockout spring damaged and the reload (c) was received partially fired 1/2. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 744c14, and no non-conformances were identified. He lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: is the patient's current condition known? No. Were there any consequences for the patient or change in the patient's postoperative care as a result of the event? No.